Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The device has been received from the user facility for investigation at bbm laboratory in (B)(6). A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): no downstream alarm triggered kinkage along the downstream, but pump continues to flow and count when patient did not receive any infusion. No alarm was triggered for occlusion.

Manufacturer narrative:
(B)(4). Result of examination: the provided sample was subjected to a visual and functional examination. The device was heavily contaminated and showed signs of wear and a drop down. The history log files were read and analyzed. On the reported day of event no entries were found. The device passed the self test with a positive result. The space line, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. The sample was tested according to the requirements of the technical safety check. The device meets the required values and standards. All measured values are within specification. A long term test was performed. No technical malfunction was determined. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.